Event description:
Reporter indicated that during an initial implant case, "they came across some problems with the programming system." It was reported "that the screen kept freezing after interrogation and during diagnostic testing." A flashcard reinsertion was attempted and did not resolve the event. The dell handheld had 7.1 programming software. The handheld and programming software have been returned to the manufacturer for analysis. No anomalies were noted on the handheld computer analysis. An analysis was performed on the flashcard and no anomalies that support the reported complaints were identified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to specifications.

Manufacturer narrative:
An analysis was performed on the flashcard, and no anomalies that support the reported complaints were identifed.